Event description:
It was reported that during a lap nephrectomy procedure, the device tore around the rim. This happened at the beginning of the procedure. He used a second device to complete the case with no adverse patient outcomes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.